Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide - do not expose your pump, transmitter, or sensor to: »x-ray »computed tomography (CT) scan »magnetic resonance imaging (MRI) »positron emission tomography (pet) scan »other exposure to radiation per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Additionally, the customer exposed the pump to an x-ray machine. Customer's blood glucose level was 308 mg/dl. The customer reverted to manual injections for insulin therapy.